Manufacturer narrative:
The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. Additionally, infection is a known surgical risk, as outlined in the IFU. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Subsequently, the patient experienced pain and was confirmed to have an infection. As a result, the patient underwent explanation of their right knee arthroplasty and implantation of an antibiotic spacer an unknown amount of time after initial implantation. No further patient impact reported. No further information available.